Event description:
Customer reported that the touchscreen of their pump was cracked and shattered, rendering it illegible and unusable. The impact on the customer's blood glucose level was unknown as they declined to answer if it exceeded 500 mg/dl. Technical support decided to replace the pump and instructed the customer on how to safely store and return the defective unit. A replacement pump, along with updated software and training, was dispatched to the customer.